Event description:
Information was received from a consumer in regard to a patient receiving an unknown drug via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and stroke. It was reported that the patient's pump failed. The pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.